Event description:
After completing the biopsy procedure, the user attempted to vent the c02 canister by unscrewing the canister cap. The c02 canister did not vent as normal (i.e. Prior to removal of the canister cap). Canister cap was propelled out of the device after removal of the cap. No persons were injured by the expelled c02 canister.

Manufacturer narrative:
Instructions for use instruct the user to: "turn the cassi ii device upsidedown with co cap pointed downward. See figure 10. Slowly turn co cap counterclockwise to release (vent) pressure, which will be audible. Never store or dispose of the cassi ii device without venting co2 canister. Once gas has vented, slowly remove co cap, twisting counterclockwise. Remove co canister. To dispose of canister, see disposal instructions."